Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004, the patient underwent anterior lumbar interbody fusion surgery on the lumbar region of his spine from vertebrae levels l3 to l4. Reportedly, rhbmp-2/acs was used in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Allegedly, "patient's post-operative period has been marked by a period of improvement, followed by increasingly low back pain, and associated radiculopathy in his lower extremities." Reportedly, "patient continues to experience constant and extreme lower back pain, with radiating pain, numbness and tingling, and poor circulation in both legs. He cannot sit, stand or walk for extended periods, and requires periodic use of a cane for assistance."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: discogenic low back pain and underwent the following procedures: partial corpectomy l3 with anterior spinal canal decompression. Anterior lumbar fusion l3-4 with cages(16x23) with crushed cancellous allograft and one large kit of bmp as per the operative notes,¿ we had prepared one large kit of bmp per protocol. We placed deep crushed cancellous allograft followed by two bmp sponges and then two 16x23 cages countersunk 3 mm. The cages were recessed quite well.¿ no intra-operative complications were reported.